Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 540 mg/dl and was at the emergency room. Customer changed infusion set and blood glucose lowered to 460 mg/dl. Customer's symptoms of high blood glucose was tiredness and thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer was advised to change infusion set, reservoir as it seemed that insulin pump was working as designed. Customer was able to complete troubleshooting due to being called at the emergency room. Customer would call back with further information.